Event description:
Facility requested log review to determine drug and programming parameters used when changing pca syringe. Facility suspected overinfusion. Limited logs were sent and in spite of multiple requests to risk management and biomed, additional logs were not sent. Reported the syringe ran dry between 1:40 pm and 2:30 pm. The child was transferred to the ICU for observation. No other medical intervention was reported. Log review showed the user selected custom concentration (_mg/_ml) rather than standard morphine concentration and received a clinical advisory stating 2 rns should review setting before starting infusion. User confirmed the advisory then entered the drug amount 1.5 mg and diluent volume 55 mls. This resulted in a concentration of 0.027 mg/ml. The user was then presented with the programmed and restored parameters as follows: pca dose = 1.5 mg, lockout = (dataset default 5 minutes), cont. Dose = 1.5 mg/h. The user selected "confirm" and subsequently pressed "start" at 13:40. Note: given the new concentration of 0.027 mg/ml and the restored parameters from the previous infusion, the continuous dosage of 1.5 mg/h resulted in a continuous flow rate of 54.945 ml/hr, which resulted in nearly the entire syringe being delivered over 50 minutes. Review of the limited log indicates that the probable cause of the overinfusion of morphine was the result of a programming error when entering the custom concentration of the syringe. The user accepted the clinical advisory and accepted the programmed setting and subsequently started the infusion. The user programmed a syringe concentration of 0.027 mg/ml. This concentration differs from the reported syringe concentration of 1mg in 1ml.

Manufacturer narrative:
Manufacturer's report date: 11/27/2007. Risk management will match log review report with the safety report, meet with the safety action team and has sent advisory email to end users to re-educate custom concentration choices and user entries. Patient info requested and all available info is included in sections a and b. This report was filed by the MFR.